Event description:
It was reported the patient¿s implantation did not go as planned. The new lead wire with the contacts could not be placed in the same spot as before by the healthcare provider (hcp). It didn¿t go well because the hcp couldn¿t get the leads in place. An hcp wanted to replace the whole stimulator with a different brand and type, but the patient was trying to look for a neurosurgeon that could place the leads properly. They finally took the device out a year later and the patient went on medication/narcotics. The patient was in a fog all the time when he was on the narcotics. No outcome was reported regarding this event. Additional information could not be obtained at the time of this report. Should additional information be received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).